Manufacturer narrative:
(B)(4). The product relating to the reported event has been returned to biomet UK ltd for evaluation and below is the investigation details. Visual checks: on receiving the ¿hiploc plate¿ and ¿hiploc lag screw¿ a visual check was performed with the following observations found:- hiploc plate ¿ various scratches and marking from handling and attempted implantation. ¿ etching is clear. Hiploc lag screw ¿ various scratches and marking from handling and attempted implantation. ¿ etching is clear. Document review: a review of the manufacturing history records for the hiploc plate from this event has not reported any abnormalities or deviations. Complaints : 13 complaints have been recorded for a similar issue,. The returned hiploc plates have been confirmed as non-conforming. The internal barrel on the hiploc plate has been confirmed as undersize through dimensional checks. The hiploc lag screws in all returned product have been confirmed as conforming to pre-defined specification when manufactured, and require no further action to be taken. A supplier corrective action report, has been raised on sanatmetal to investigate their manufacturing processes in relation to the non-conformance. The risk assessment residual score has increased and will be considered by the product engine management team as part of a health hazard evaluation hhe2018-00210.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a procedure, the lag screw would not fit through the barrel of the hiploc plate. Another new plate and the same lagscrew was used to complete the procedure.